Manufacturer narrative:
Other applicable components are: product ID: 3888-45, lot# v192499, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead; product ID: 3888-45, lot# v169991, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead; product ID: 3888-45, lot# v195021, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-27, (B)(4) (con): information was received from a patient with an implantable neurostimulator (ins) for the treatment of other pain indications ¿ other. It was reported that the patient had the ins removed because it was not helping with their pain. It was reported that after the patient¿s surgery pain went away, they never had therapeutic relief. The patient reported that the system was explanted in 2014 and some fragments of the wires were left in their body. No further complications are anticipated.